Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non sustained ventricular fibrillation was noted on remote transmission. The patient was brought into clinic for evaluation. Noise reproducible with pocket manipulation and arm movements was observed. Programming changes were made to reduce the possibility of shock and atrial arrhythmia due to inappropriate pacing as a result of noise. The lead was explanted and replaced. The patient was stable.